Event description:
It was reported that the electrical dermatome handpiece was not working and needed repair. There is no information provided regarding the timing of the event or if there was any patient harm /delay that may have occurred. During device evaluation, it was discovered that the motor was seized. Due diligence is complete, there was no additional information is available.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record determined the motor was seized (motor cover stuck inside housing), and the reciprocating and needle bearing were worn; however, the repair was not completed due to material hold. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign: saudi arabia.